Event description:
After being involved in a car accident, the pt experienced a loss of stimulation sensation the 'left lower area' near his buttocks. X-rays were taken in the emergency room (results not reported). It was reported that the adverse event was related to the accident and not the device. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
A process improvement plan and training are in place. See scanned page.